Event description:
The pump was returned for large prime volume. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination found on the force sensor plate. Unrelated to the force sensor issue, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Correction number: 2531779-03/24/2010-003-r.